Manufacturer narrative:
H10: per additional information from the customer: 1. The device was reprocessed at the client site before being returned to olympus. 2. Foreign material was found at the connecting tube. 3. The subject device was not used with the foreign material attached. 4. The user inspected the subject device to detect any malfunction before it was used. 5. The subject device was appropriately precleaned without any delay after the procedure even though it seems the manual removal of mucosal secretions (during cleaning) was not adequate. 6. There was no issue or abnormality reported or observed related to the reprocessing of accessories. 7. Manual cleaning was performed within an hour after the procedure. 8. There was no effect from other products/reprocessing accessories/aer/ewd via involvement of the event. It was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the insertion section could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. - the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had reduced angulation. The issue was found during reprocessing. There were no reports of patient harm. During evaluation of the returned device, it was found that the connecting tube had foreign objects and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of reduced angulation was confirmed. In addition to connecting tube foreign objects finding, the additional evaluation findings are as follows: low angulation, free play in angulation, nozzle was shaved, suction connector had a scratch, due to wear of angle wire, bending angle in down direction did not meet the standard value, due to wear of angle wire, bending angle in left direction did not meet the standard value, due to wear of angle wire, bending angle in right direction did not meet the standard value, connecting tube was sticky, control unit had a scratch, grip had a dent, due to wear of angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of right and left knob was out of the standard value, connecting tube had discoloration, light guide lens had a crack, plastic distal end cover was shaved, bending section cover had discoloration, adhesive on bending section cover was detached, image guide protector had a cut, due to wear of angle wire, the play of up and down knob was out of the standard value, due to clogging of nozzle, and water removal ability did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.